Event description:
Five minutes after initiation onto dialysis, 3rd use on machine. Patient c/o funny feeling in stomach, chest tightness and visible face flushing. Blood flow stopped. 50cc benedryl given symptoms subsided. Continued treatment on dialyzer & machine bf increased in 50cc increments to a total of 400cc. Residual for malin test negative. Patient finished treatment without further problemsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.